Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through a legal filing that patient allegedly suffered injuries as a result of being implanted with a right knee joint allegedly manufactured by stryker which has since been allegedly recalled.